Event description:
The device was used during a total gastrectomy procedure. Reportedly, the suture disengaged from the jaw. The surgeon applied another device to complete the procedure. The hospital has reported no patient injury occurred.

Manufacturer narrative:
1/13/1998-suplemental report #1 sent to FDA. Device not available for evaluation.